Event description:
It was reported that patient underwent an unknown procedure on (B)(6) 2024, and suture was used. During the surgery, the doctor used suture to tie blood vessels, which were prone to breakage during use. They changed another one to complete the surgery. Further information has been requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: -please confirm the number of sutures that broke during this procedure? -can you identify the product codes and lot numbers of the products that were used? -were there any patient consequences? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned related events captured via 2210968-2024-02066.